Event description:
It is reported that the patient's insulin pump had a blank display. The patient's blood glucose level was over 220mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked display window corner.